Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Unknown. Address information was not able to be obtained. Device manufacture date: unknown . Investigation summary: no samples were received for investigation reported via post market survey; however, the customer reported that leakage was detected from the bd texium¿ needle-free syringe product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the bd texium syringe products in the past 12 months.

Event description:
It was reported that while using an unspecified bd texium¿ closed male luer a clinician and/or any patients have encountered leakages within the last month. The following information was provided by the initial reporter: clinician experienced: leakage - 1.